Event description:
Pt with episodes of recurrent syncope and was found to have a probable long qt variant. A single chamber, single coil ICD was implanted 2000. During a "care-link" transmission it was discovered the pt had markedly elevated impedance in the ventricular leads. The pt was scheduled for an elective revision but subsequently developed recurrent shocks from their defibrillator and was found to have noise detected in the lead. The device was inactivated and pt underwent an urgent replacement of the ICD lead pulse generator.